Event description:
During an unrelated device replacement procedure, loss of capture was observed on the right ventricular (rv) lead. The patient was not pacemaker dependent and no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.